Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was replaced due to infection. It was indicated that a portion of the old catheter was in place so the physician removed it and replaced the catheter as well. There was no further information provided. Additional information had been requested, but was not available as of the date of this report. According to the manufacturer device registry, the drug delivered via pump was bupivacaine.